Manufacturer narrative:
On (B)(6) 2022, the customer alleged that the circuit of a vital cough device was damaged when a nurse cracked the filter while changing out circuits. There was no allegation of injury. Hillrom respiratory representatives provided documentation that the component was shipped overnight for replacement to the customer. On (B)(6) 2022, it was reported to respiratory that the patient had deceased. The patient was a 71-year-old male with a pertinent medical history of autonomic dysreflexia, diabetes, hypertension, left pneumothorax, pulmonary embolism, pulmonary hypertension. He was placed on the vital cough device in (B)(6) 2020 as the physician dictated it would be beneficial as part of his regimen for pulmonary hygiene. Multiple follow-ups by respiratory were made with the patient¿s wife; however, no further details were provided on cause of death, date of death, if the device was being used on the patient at the time of death, medical intervention prior to death, if the device caused/contributed to the death, etc. The vitalcough system is a noninvasive therapy that is a safe alternative to invasive suctioning. The easy-to-use vitalcough system is designed for patients and caregivers. The vitalcough system is for use on patients unable to cough or clear secretions effectively due to reduced peak cough expiratory flow that may result from high spinal cord injuries, neuromuscular deficits, or severe fatigue associated with intrinsic lung disease. The system will simulate a cough to remove secretions in patients with compromised peak cough flow < 270 l/min. It was advised by the patient¿s wife that the vital cough device was owned by the customer and therefore not being returned to hillrom for inspection. Based on the limited information provided on the patient¿s death, the device causing or contributing cannot be excluded at this time, therefore, hillrom is cautiously reporting this event.

Event description:
Hillrom received a report from a customer stating that the circuit of a vital cough device was damaged when a nurse cracked the filter while changing out circuits. The device was located at the patients home. It was later reported to hillrom that the patient expired; however, no details regarding the cause of death were provided. This report was filed in our complaint handling system as complaint #(B)(4).